Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. No additional adverse patient effects reported. The crt-d remains implanted.